Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught on anatomy) appears to be related to patient morphology/pathology due to mitral annulus calcification (mac) on the posterior annulus. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chordae being stuck. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and rotated heart, prolapsed posterior leaflet for a mitraclip procedure. During the procedure, the clip advanced into left ventricle. The clip was stuck in mitral annulus calcification (mac)on the posterior annulus. Troubleshooting was performed and was unsuccessful. The clip was deployed on leaflets. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
H1: upgraded reportable event to a serious injury.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and rotated heart, prolapsed posterior leaflet for a mitraclip procedure. During the procedure, the clip advanced into left ventricle. The clip was stuck in mitral annulus calcification (mac)on the posterior annulus. Troubleshooting was performed and was unsuccessful. The clip was deployed on leaflets. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.